Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture was broken. A flexima all purpose drainage was selected for use. During preparation, it was noted that the rope was broken inside the catheter when the device was taken out of the box. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the suture string was found broken at its proximal section (near of the stopcock), no other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the suture was broken. A flexima all purpose drainage was selected for use. During preparation, it was noted that the rope was broken inside the catheter when the device was taken out of the box. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.